Event description:
Reported blood glucose results of 175 mg/dl and 255 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed and the pt obtained 236 and 251 mg/dl on the reported meter.